Event description:
A pantera leo coronary balloon catheter was selected for treatment. After withdrawal of the device it was observed that the hypotube of the catheter was frayed at about 25 cm from guide wire exit port.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The technical investigation revealed that the hypotube is damaged 21 cm proximal to the guidewire exit port over a length of 4.5 mm. The damage appears like a cut caused by a sharp object (e.g. A scalpel) into distal direction. The balloon has clearly been inflated. The provided angiographic material was reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. The hypotube is inspected numerous times for damages of the hypotube coating. The instrument was in accordance with the specifications at the time of delivery. Based on the conducted investigations, no manufacturing or material related root cause could be determined.